Event description:
The customer states that while changing the cd18 cnf hemoglobin lyse reagent used on the cell-dyn 1800 analyzer that a small drop of lyse reagent splashed into the mouth and onto the tongue. The customer states that the person is experiencing a red ring on the tongue and stomach issues. The customer has rec'd medical treatment including an MRI performed for stomach issues. No detail was provided regarding how the splash occurred, any treatment administered, or outcome of the MRI results. No info as to age, gender, or weight was provided. No further impact to pt management was reported.

Manufacturer narrative:
Investigation summary: on april 18, 2007, the customer contacted the customer technical advocate (cta) regarding a personal injury during changing of lyse reagent on the cell-dyn 1800 analyzer. A small drop of lyse splashed on the operator's mouth. The operator experienced a small red ring on her tongue and complained of stomach issues. The customer went for medical treatment including MRI for stomach issues. The issue was resolved by reviewing material data safety sheath (msds) for the lyse reagent with the operator. The customer states that she did not have to get any further medical treatment for either her tongue or stomach. She did not believe that her stomach problems were related to the lyse. Her tongue healed on its own. There was no official diagnosis through the customer's doctor. A review of the cell-dyn 1800 operator's manual, l/n: 07h80-01, rev. D, page 1-19, reagent handling states; when handling reagent, pay special attention to the following: wear protective gloves when handling reagents. Always wash your hands after handling reagents. Page 8-4, chemical hazards section states; prevent exposure to chemicals used in the operation and maintenance of the cell-dyn 1800 system (including reagents) by using appropriate personal protective equipment, work procedures, and info on material data safety sheets (msds). A review of material safety data sheet for cell-dyn 1800 cn-free diff lyse reagent, l.n: 07h84-01 section 3 hazards identification/emergency overview found, health = minimal risk if used as directed. Section 4 first aid measure found; after swallowing: if irritation or signs of toxicity occur, seek medical attention and section 8 exposure controls and personal protection found: eye protection wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles. Trending: a review of complaint reports for the months of january 2007 to april 2007 did not indicate an adverse trend for cell-dyn 1800, list number 07h77-01 for the issue. Labeling: the event is addressed in the cell-dyn 1800 operator's manual, l/n: 07h80-01, rev. D, page 1-19, and 8-4 - material safety data sheet for cell-dyn 1800 cn-free diff lyse reagent, l/n: 07h84-01. A device malfunction was not identified. Incorrect technique or user error may have contributed to the event. No further impact to pt management was reported. This is the final report. End of report.